Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, associated with r828 and id320, and determined that the test well images in question were visually positive. The immucor laboratory had previously tested id320 retention product for e antigen status on 07mar2017 and determined that the product performed as expected. The id320 product was assessed for s antigen presence using a review of the associated DHR on 09mar2017 because the product had already expired, and this review determined that all specifications for the product had been met prior to the release of the product to the field. The customer's full and complete telephone extension number is (B)(6).

Event description:
On (B)(6) 2017, a customer reported unexpectedly negative antibody screens and antibody identification on a galileo echo instrument.